Manufacturer narrative:
Exemption number (B)(4). The device problem is known and a recall was conducted in 2006 in USA (z-1162-06) with changes in the user manual and primary device labeling (warning sticker). The changes are reflected in the leica m520 oh3 english user manual (p. 19, art.# 10711894/version h). In the (B)(6) user manual, a warning label (¿if the field diameter is greater than the field of view and the light intensity is too high, uncontrolled tissue heating may occur outside of the area visible through the microscope. Illumination intensity must be minimum necessary.¿) had also been added in the past. As a result of the 2 reported cases, the (B)(6) user manual will be modified to add the following information "(burns caused by maximum illumination intensity have been reported.)¿. The leica m520 oh3 has been phased out and the last leica m520 oh3 surgical microscope delivered was in december 2005. The case is one of the two cases described by dr. Masato takiwaki et al. In a published paper of practica oto-rhino-laryngologica 527,2012; 105:6. In august 2009, the patient underwent left tympanoplasty (type I) under general anesthesia. For operations under a microscope, a surgical microscope (leica m520/oh3) with xenon light source (blue xenon 300w) was used. Operation took 1 hour and 49 minutes, and the maximum illumination intensity was 6. At the end of surgery, redness and erosion was observed in the left auricle, which were initially conservatively treated. At day 9 after surgery, the patient complained of hyposensitivity ear. Because there has been no subsequent improvement, the patient was referred to a plastic surgery clinic at approximately 2.5 months after surgery. Dry necrotic tissues were observed on the front and back side of the auricle of the ear and the burn was extended to full thickness of the auricle. In the plastic surgery department, conservative treatments including debridement and tretinoin tocoferil ointment (olcenon), aqueous slurry culture inactivated bacteria+hydrocortisone combined ointment (eksalb) were initiated. Then, epithelization was achieved 7 weeks after the treatments. The helix of the ear was constricted with a decreased size from top to bottom of 0.8 cm, compared to another uninvolved side.

Event description:
On june 5, 2012, leica microsystems (B)(4) received a complaint (published paper) stating that in (B)(6) 2009, redness and erosion was observed in the left auricle of a patient after undergoing a left tympanoplasty (type I) under general anesthesia. A 30-day report on publication was submitted on july 5, 2012 to the (B)(6) competent authorities. On august 17, 2012, the manufacturer was informed that the complaint is a reportable malfunction.